Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that an arcticsun device displayed an alert 02 (suboptimal flow). Initial inlet pressure was -0.1psi. Mss advised nurse to empty and disconnect pads and place device in manuel control. System diagnostics indicated 2385 system hours, 2185 pump hours, flow rate of 0 lpm, -0psi inlet pressure, and control pump at 100%. An alternate device was available (B)(4). The nurse moved pads to alternate device (B)(4) and started therapy. Per additional information received via ms&s data from (B)(6) 2019, the arctic sun device was alarming patient line open after the patient returned from cat scan and the pads were reconnected to the device. The nurse stated that he swapped the arctic sun device back to (B)(4), which did not resolve the issue. He then changed the fluid delivery line, which also did not resolve the issue. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads. The flow rate remained at 0l/min. The nurse was then instructed to swap the set of pads for a new set. After swapping pads, the flow rate was only 0.3l/min. The nurse was instructed to disconnect and reconnect the new set of pads, which did not resolve the issue. The nurse was then advised to swap the patient back to (B)(4) and send (B)(4) to biomed for evaluation. After swapping devices, the flow rate rose to 2.6l/min and then improved further to 3.2l/min. Per additional information received via phone on (B)(6) 2019, biomed (B)(6) stated that he evaluated the device and ran it for several hours but did not find any issues. The device was placed back into service.

Event description:
It was reported that an arcticsun device displayed an alert 02 (suboptimal flow). Initial inlet pressure was -0.1psi. Mss advised nurse to empty and disconnect pads and place device in manuel control. System diagnostics indicated 2385 system hours, 2185 pump hours, flow rate of 0 lpm, -0psi inlet pressure, and control pump at 100%. An alternate device was available ((B)(4)). The nurse moved pads to alternate device (B)(4) and started therapy. Per additional information received via ms&s data from 12jan2019, the arctic sun device was alarming patient line open after the patient returned from cat scan and the pads were reconnected to the device. The nurse stated that he swapped the arctic sun device back to (B)(4), which did not resolve the issue. He then changed the fluid delivery line, which also did not resolve the issue. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads. The flow rate remained at 0l/min. The nurse was then instructed to swap the set of pads for a new set. After swapping pads, the flow rate was only 0.3l/min. The nurse was instructed to disconnect and reconnect the new set of pads, which did not resolve the issue. The nurse was then advised to swap the patient back to (B)(4) and send (B)(4) to biomed for evaluation. After swapping devices, the flow rate rose to 2.6l/min and then improved further to 3.2l/min. Per additional information received via phone on 17jan2019, biomed (B)(6) stated that he evaluated the device and ran it for several hours but did not find any issues. The device was placed back into service.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used small arctic gel pad kit present. All four pads within the kit were returned. Visual inspection of the pad surfaces noted no obvious visible defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. All individual measured flow rates are outlined. For left thigh pad, a total of 4.89 l/min m2 of flow rate was registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 88%, inlet pressure was -7.1psi. The arctic sun alerted for air leak during evaluation of the pad. For right thigh pad, a total of 3.84 l/min m2 of flow rate was registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 81%, inlet pressure was -6.9psi. The arctic sun alerted for air leak during evaluation of the pad. Visual inspection of the clear connectors noted visible chips and deformities. For left chest pad, a total of 1.91 l/min m2 of flow rate was registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -2.8 psi. Visual inspection of the clear connectors noted visible chips and deformities and for right chest pad, a total of 2.23 l/min m2 of flow rate was registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -2.2 psi. Visual inspection of the clear connectors noted visible chips and deformities. According to the test method, the flow rate was found not acceptable for the two chest pads and was found to be acceptable for the two thigh pads. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."